Event description:
A hospital reported that the gas inlet of neopuff infant resuscitator had snapped off. No pt consequence was reported.

Manufacturer narrative:
An investigation will be conducted once we receive further info from the hospital. A follow up report will be provided.